Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was performed using a watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device and delivery system (wds). It was noted that the patient had a trace anterior pericardial effusion prior to the procedure. After the closure device was deployed, the imaging physician noted that the effusion had increased in size. The imaging physician monitored the effusion for 10 minutes post release of closure device without the effusion expanding/increasing in size. The implanting physician had a post procedure echo performed at 1.5 and 3 hours post procedure to check on effusion status. There was no intervention. There were no further complications and the patient was discharged.